Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing for an atrial fibrillation with rapid ventricular response rhythm. The morphology discriminator was binning the rhythm as ventricular tachycardia. Programming changes were discussed but no intervention was performed. The patient was in stable condition.